Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention of snaring of the device was a cascading effect of device embolization. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on an unknown date, a 30-25mmamplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. The occluder was implanted. After the procedure, the device was embolized and migrated to the pulmonary artery (pa). The device was successfully snared and removed from body. A new 34mm talisman device deployed successfully. The patient was reported stable.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.